Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 25 mm amplatzer pfo occluder was selected for implant to treat a patient with recurrent pulmonary embolism and paradoxical embolism. The procedure was visualized with intra-cardiac echocardiography(ice) and the patient was under conscious sedation with 8000u of heparin administered prior to pfo deployment. The device was implanted without issue and satisfactory results. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. Upon completion, the patient, who had fallen asleep during the procedure, could not be awakened. It was determined that the patient had a stroke. No pertinent intervention was needed and the patient fully recovered after 3-4 days post-procedure. While there is no indication that an abbott device was the cause of the adverse event, this is being conservatively reported. The patient is stable.

Manufacturer narrative:
An event of patient stroke was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.